Manufacturer narrative:
A siemens healthcare diagnostics inc. Customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse found the sample probe horizontal movement pulley was damaged. The cse replaced the sample/ancillary probe assembly that contains the pulley. The cause of the discordant tsh3ul results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely low discordant thyroid stimulating hormone (tsh3ul) patient sample test results were obtained on an advia centaur xp system. The same samples were repeated on the same system. The same samples were tested twice on an alternate system. The initial advia centaur xp system results were not reported to the physician(s). The advia centaur xp system repeat results were reported to the physician(s). The alternate system results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tsh3ul results.

Manufacturer narrative:
The initial MDR 2432235-2017-00438 was submitted on 08/14/2017. Additional information (11/08/2017): a siemens headquarters support center representative reviewed the available data and noted that the thyroid stimulating hormone (tsh3ul) is sensitive and small fluctuations in the delivery of sample to the bottom of the cuvette can lead to improper assay performance. The proper function of the sample/ancillary probe assembly's horizontal movement ensures that the sample is dispensed accurately. The siemens customer service engineer (cse) performed the appropriate actions to resolve this issue. The cause of the discordant tsh3ul results is unknown.